Manufacturer narrative:
During the device evaluation, the reported issue was confirmed; no water or air could flow due to the clog found in the air/water nozzle. During visual examination, the following issues were found: the hand grip was scratched; the air/water cylinder was missing its color indicator; the scope cylinder was missing its color indicator; the switch box was scratched; both directional knobs were scratched; the electrical contact on the scope connector had a discolored area; the scope cover unit was discolored; the objective lens was scratched; the connecting tube was cut; and the universal cord's coating was peeling. Functional testing found that the connector cover had burn damage which caused the insulation to fail resistance specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope's air/water function was disturbed. The device was returned to olympus for evaluation. During evaluation, foreign material was identified at the air/water nozzle, the connector cover and the adhesive on the bending section cover. This medical device report (MDR)is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached/clogged to the nozzle, plastic distal end cover, and curved rubber adhesive, but it was not possible to identify the foreign matter. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual gif-h185 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.